Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, lot#/serial# (B)(6), product type: recharger. Product ID: 37791, lot#/serial#: unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that recharger is not holding a charge. Caller states recharger will show 25% charge and then when the recharger is pulled away from the implantable neurostimulator (ins) the charge goes away and shows 0%. Caller states patient saw " low battery " on the programmer screen yesterday . Patient service specialist had caller try to charge ins and caller was not able to get any coupling boxes filled in. Then recharger showed full coupling boxes , then they went away. Caller confirmed ins is on but ins charge is low. Caller states recharger antenna is not damaged. Caller states patient saw healthcare provider about a month ago and the healthcare provider checked the ins and everything was fine. Pss offered to replace recharger antenna due to poor coupling and emailed repair to replace the recharger antenna. Patient representative was not sure if the issue was with the ins or the recharger, at the time of the call, the caller confirmed the recharger has good coupling boxes and is almost full of charge. No symptoms were reported. Additional information received from the consumer reported they received the replacement recharger antenna and it seemed like the issue resolved for a little while, but then the issue resurfaced. The patient could get all of the coupling bars filled in most of the time, but the patient couldn't get the implant to charge above 50% and the programmer always read ¿low.¿ a replacement recharger was going to be sent. Additional information received from the consumer the patient was getting good coupling while charging, but the neurostimulator wasn't progressing in charge per the recharger screen. It was noted that no matter how long the patient charged for the neurostimulator only showed the charger level at 50%. An appointment was scheduled with the healthcare provider (hcp) for the following week.